Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws jammed with no clip after the device was fired. They were pryed open and new one was used to complete the procedure. There were no patient consequences.